Event description:
During product evaluation, the pump's user interface module printed circuit board (uim pcb) was found to be defective. There was no patient injury or medical intervention necessary according to the hospital representative.

Manufacturer narrative:
Evaluation summary: additional information: failure code 703 was initially reported by a baxter representative. It is unknown when this event occurred. Evaluation summary: during product evaluation, a defective user interface module printed circuit board (uim pcb) was observed. Failure code 703:00 which was initially reported and fail code 403:317 which was found during service confirm the defective uim pcb. These failure code is manifested as a result of the uim pcb being defective. The uim pcb was replaced per procedure. The device was returned to the customer fully operational.